Manufacturer narrative:
Device history record review was completed on the reported lot number v2c235. The lot was found to have been manufactured and released to predetermined specifications and no anomalies were found during review of the records. No samples were returned for investigation, therefore a root cause could not be determined. Cardinal health will continue to monitor complaint trends.

Event description:
It has been reported that when the staff went to activate the heel warmers the packs would burst from the top. There was no injury to staff members.